Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy and burning. The patient did not report any open wounds. The patient stated the irritation could be caused by an allergic reaction but was uncertain. There was no alleged device malfunction contributing to the irritation. Patient was seen by a physician. The patient was prescribed hydrocortisone by a medical professional. The outcome is unknown as the patient agreed to follow up with her doctor.